Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). No flow condition was not confirmed due to sample unavailability. Complaint sample was not available, a physical evaluation of the reported condition could not be conducted, therefore no definitive conclusion can be reached in regards to confirmation of the reported complaint condition. A batch review has been conducted which revealed product met all of the acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) folfusor device did not flow. The infusor was filled with nacl and 5-fu in the pharmacy and sent to the ward. After 48 hours of use the infusor was still full. No more information is available. One unit affected / no sample available. No patient injury has been reported. No medical intervention. No additional information.